Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. After reviewing the medical records provided, the reason for the explantation of the 23mm edwards approximately 1-month post-implantation was due to the original non-edwards surgical valve leaflets obstructing or partially obstructing the right and left coronary ostia. The patient was admitted to the hospital and both valves were explanted. Unfortunately, due to a postoperative course complicated by worsening respiratory status, the patient got progressively worse and had to be finally intubated and placed on a ventilator. The patient passed away and their death was likely due to alveolar hemorrhage, acute respiratory distress syndrome (ards), and acute renal failure from a long complicated postop status. As such this MDR is a corrected supplemental report that is being submitted.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 23mm sapien 3 ultra thv 31 days post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry department, approximately 31 days post implantation of a 23mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.